Manufacturer narrative:
A philips remote service engineer(rse) discussed the issue with the customer. The customer confirmed they can see the alarm, but they cannot hear the alarm at central. The rse discovered the volume was set too low for the customer to hear. Rse had customer increase the volume from 4 to 8, which resolved the issue. The reported problem was confirmed. The device did not malfunction. The reported issue was caused by a configuration issue.

Event description:
The customer reported they are not hearing audio alarms on the central station. The device was in clinical use. There was no patient or user harm reported.